Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2013 and suture was used on the fascial layer. Several days post operative, drainage or liquid was effused into the fascial tissue. The surgeon opines that the patient was rejecting the suture. The surgeon opened the incision and removed the suture. The patient is now fine.

Manufacturer narrative:
Date sent to the FDA: 01/22/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.